Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 2.0x15mm semi compliant, 2.5x08mm nc balloon dilatation catheter. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the 70% stenosed, non-calcified, mildly tortuous, mid marginal artery after pre-dilatation with a 2.0 x 15 semi-compliant balloon dilatation catheter (bdc) at 12 atmosphere (atm) the 2.25 x 18 mm xience v stent was implanted at 12 atm. Post-dilatation was completed with a 2.5 x 8 mm nc balloon at 14 atm; however, a proximal stent edge dissection was noted. A 2.5 x 15 mm xience v stent was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.